Event description:
The surgeon implanted an aq2003v silicone three piece lens but the haptic tore while it was being inserted. The incision was enlarged to remove the lens and sutures were required. The facility stated it was unknown as to why the haptic tore. An msi-tm injector and aq fp cartridge were used but the facility was unable to recall the lot numbers. The facility was unable to provide the patient information.